Manufacturer narrative:
(B)(4). Other remarks: the field service engineer (fse) serviced the iabp and could not duplicate the symptom. The fse replaced the cpm and found that the battery would not hold a charge. The battery was also replaced and the iabp checked ok.

Event description:
It was reported that the intra-aortic balloon pump (iabp) cycled power three times while on patient. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of "the battery would not hold the charge" is confirmed. The pump shut off after approximately 35 minutes when operating on battery power. The battery failed battery load test. A definitive root cause could not be determined but a potential cause of the short battery life is a result of maintaining the battery. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: the field service engineer (fse) serviced the iabp and could not duplicate the symptom. The fse replaced the cpm and found that the battery would not hold a charge. The battery was also replaced and the iabp checked ok.

Event description:
It was reported that the intra-aortic balloon pump (iabp) cycled power three times while on patient. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death.